Event description:
It was reported that a motor stall was confirmed and recorded in the event logs. The motor stall occurred on (B)(6) 2010 was caused by the pt having an MRI and then the pump had a tube set on (B)(6) 2010. Motor stall recovery was noted on (B)(6) 2010 after the pump was interrogated. The drug, dosage and concentration were unknown. Additional info has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).